Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered less IV fluid than intended. The device was programmed to deliver an unspecified IV solution. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that the device had delivered less IV fluid than intended; however, no specific details were provided. There were no reported adverse patient effects and no reported delay or therapy critical to this patient. No medical intentions were reported. Though requested, no additional information was provided.